Manufacturer narrative:
Correction: d5 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to the adhesive part of the curved rubber, but it was not possible to identify the foreign object. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed, the connecting tube had a dent. The device evaluation found that foreign matter was found on the bending section cover adhesive. It was also found that the switch box and the plastic distal end cover had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the patient bit the scope dented the tube. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter found on the bending section cover adhesive. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.